Event description:
Two weeks postoperatively, the rod pulled loose from the polyaxial screw. It appears the nut on the screw was cross-threaded. A revision surgery was performed; the left rod and screws and the screw in the right lumbar 4 pedicle were removed leaving a unilateral construct from lumbar 5 to sacral 1. Bone was packed in the lumbar 5 to sacral 1 disc space.